Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a scheduled pulse generator change out procedure. The physician opened the patient's pocket using a plasmablade and the patient's heart rate dropped to 30 beats per minute and loss of output was noted. Shortly after, the device resumed normal function and the patient had a heart rhythm of 60 beats per minute. The device was successfully explanted and replaced. The patient was in stable condition post surgery and would continue to be monitored.